Event description:
The complainant reported that during a stone removal procedure from the common bile duct, the doctor attempted to crush a stone with the alliance gun when a strand of the trapezoid broke instead of the silver tip that was supposed to fall off. The patient was eventually sent for surgery. Despite numerous attempts, no further information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.